Event description:
It was reported to philips that the c-arm had a geometry movement failure. The device was in clinical use at the time of the reported event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information acquired, the system was in clinical use, and the procedure was completed using another system. A philips remote service engineer (rse) analyzed the log files remotely and identified a geometry application error related to motor drive. A philips field service engineer (fse) inspected the system on-site and confirmed the reported issue. To resolve the issue, the fse replaced the amc triple servo drive. The system was returned to use in good working order and ready for clinical use. No further analysis of the replaced part was possible as the part was not available. The codes were updated based on the investigation outcome.